Manufacturer narrative:
A ge service rep performed an on site investigation. The sram was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a 'checksum error' about boot up; none of the buttons on the carm were operational. Based on the customer's description, this is a no-boot issue. There is no reported of death or series injury associated with the complaint.